Event description:
The pt reported his blood glucose reached 4259mg/dl less than 36 hours after the pod was activated. At 4:00 pm he decided to drive himself to the emergency room. He stated the medication (levaquin) he was taking for his pneumonia had caused his bg to go high. Upon arrival they placed him on an intravenous dip. At 7:30 pm he was released from the ER. He is still wearing the pod at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.